Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients pump was exchanged from heartmate ii (hmii) to heartmate 3 (hm3). The patient underwent re-thoracotomy with pump replacement. It was noted that the patient was symptomatic or injured as a result of the event. A pump off alarm occurred in conjunction with the event.

Manufacturer narrative:
This report was determined to be a supplemental. The investigation findings will be submitted under MFR# 2916596-2025-06500.